Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, resulting in a purple image. Based on the results of the investigation, it is likely that the broken video cable led to the malfunction, causing the purple image. However, a definitive root cause could not be identified. Olympus continued to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope picture flickered green. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecologic laparoscope picture flickered green. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.